Manufacturer narrative:
(B)(4). Sample is not available for evaluation and the lot number is unknown. Should additional information be obtained, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter technical support services to report the caregiver disconnected the homepatient during initial drain and did not cap the patient line. No patient injury or medical intervention.